Event description:
A diagnostic peripheral procedure was performed in 2008 on a diabetic male patient (pt) with pvd and hypertension. A 6 fr sheath terumo was placed in the right common femoral artery (rcfa) and no anticoagulants were administered. Pt takes plavix. Upon completion of the procedure, a boomerang catalyst ii wire was inserted and deployed through the indwelling sheath without problem. Temporary tamponade of the arterial access site was successfully achieved as evidenced by oozing or hematoma being noted. The boomerang was removed without problem, performing successfully as indicated; then manual compression was applied to the arteriotomy site until hemostasis was achieved. Pt had re-bleed 105 minutes post device removal. Pt was returned to cath lab and site showed active bleeding and thrombin was injected under ultrasound at the extra-vascular bleeding site. Two (2) units of rpbc were administered and pt was admitted overnight for observation. No hematoma, pain or discomfort was noted. Patient was discharged without sequelae.

Manufacturer narrative:
The boomerang catalyst ii wire was discarded at the hospital and will not be returned to the manufacturer for evaluation. The device lot number was unavailable. There were 3 lots distributed to this site prior to the incident: (expires - 01/31/10), (expires - 01/31/09) & (expires - 1/31/09). It was reported the product performed as intended per IFU. The boomerang catalyst ii provided temporary hemostasis. The re-bleed occurred 105 minutes post successful device performance and removal. Review of the 3 device history lot records did not reveal any issues or observations during manufacturing that may have caused or contributed to the reported event.